Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device investigation. Upon interrogation, the atrial lead exhibited high impedance, loss of sensing and loss of capture. The change in lead impedance was noted since the beginning of (B)(6) 2018. Lead revision was discussed. No further information was reported.

Event description:
New information states that the patient was seen in clinic. Programming changes were made and the issue was resolved. The patient was in a stable condition.